Event description:
Per telephone conversation with reporter on 11/19/04, two blood chambers failed during the saline priming of blood lines prior to dialysis treatment. The lenses detached from the blood chamber, new blood chamber was inserted and treatment proceeded without further incidence. Blood chambers were returned to manufacturer for evaluation.

Manufacturer narrative:
Between 11/18/2004 and 11/29/2004, a hospital reported the failure of three blood chambers due to un-bonded lenses. Two of the three blood chambers were returned for failure evaluation (one had been discarded).the failed blood chambers were inspected for cause of failure. The evidence indicates that the blood chamber lens was not properly welded into the blood chamber body. The manufacturer was alerted and asked to review the process and provide corrective action.